Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) with restricted leaflets and 5 leaflet morphology for triclip procedure. During the procedure, two triclips were implanted. The final tr was grade 1. On (B)(6) 2025, echocardiogram was performed where it was determined that a single leaflet detachment (slda) occurred for the second clip and the clip was no longer attached to the septal leaflet. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) with restricted leaflets and 5 leaflet morphology for triclip procedure. During the procedure, two triclips were implanted. The final tr was grade 1. On (B)(6) 2025, echocardiogram was performed where it was determined that a single leaflet detachment (slda) occurred for the second clip and the clip was no longer attached to the septal leaflet. Tr was moderate to worse after slda. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported tricuspid regurgitation (tr) is a cascading effects of the reported incomplete coaptation. Additionally, the reported patient effects of tricuspid regurgitation is a known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes 4451 and 2199 was removed and codes 4453 and 4614 was added.